Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the atrial and ventricular leads exhibited no capture. The leads remain in use for continued monitoring. No patient complications have been reported as a result of this event.